Manufacturer narrative:
Device passed displacement test, self test, force sensor test, prime/ seating test, basic occlusion test, occlusion test and rewind test. No bolus anomaly noted. Device passed the delivery accuracy test at 0.08680 inches. Device received with broken belt clip rails. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer were experiencing low blood glucose. Blood glucose level at the time of the incident was 50 mg/dl and current blood glucose value was 254 mg/dl. Customer was in hospital last week because of surgery. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer treated with intravenous fluid. Customer experienced symptom such as shaking and sweating. Customer was neither in emergency room nor admitted into hospital. Based on customer report customer did allege insulin pump was over delivering and reason was because of lows blood glucose. Customer stated auto mode feature was active at the time of incident. Customer performed displacement test and it was pass. The insulin pump will be returned for analysis.